Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgery completed successfully? Did the patient suffer from any consequence due to the pull off suture needle? If yes please explain. What is the product code? Please confirm the lot number as plbclct0 cannot be detected in the system.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2020 and the suture was used. During surgery, the problem of pulling off suture needle occurred during sewing the uterus. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the patient suffer from any consequence due to the pull off suture needle? If yes please explain. No patient consequence. The following information was requested but unavailble: what is the product code? Please confirm the lot number as plbclct0 cannot be detected in the system.